Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. E1: reporter name and address. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A osseotite xp® implant 4/5 x 8.5mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth 46 (fdi) and was used for approximately 13 years. Device history record (DHR) review was completed for the subject lot number (729979). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (729979) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided.

Event description:
It was reported that the patient came for mobility in the restored piece and upon removal, the implant and screw were both fractured.